Manufacturer narrative:
The device was returned and evaluated. During the evaluation it was determined that the foreign material in the air/water cylinder and residual liquid in the distal end were likely a result of insufficient reprocessing. The addition, the following observations were made during the evaluation: the switch box had a scratch; due to wear of the forceps wire, the elevator had a play; the distal end was shaved; the adhesive around the light guidelines was worn; the adhesive around the objective lens was worn and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the wheel for the evis exera ii duodenovideoscope bowden cable is stuck, so the movement is delayed. It is unknown when the issue was found and no procedure information was provided. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material in the air/water cylinder and the distal end had residual liquid. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the (h4) device manufacturer date was added. Additionally, the following corrections: (h8) usage of device corrected to reuse, as initial use of device was selected in error. (B5) - it was stated that during the evaluation, it was found that there was foreign material in the air/water cylinder and the distal end had residual liquid. Correction: during the evaluation, it was found that there was foreign material in the air/water cylinder, the air/water tube and the distal end had residual liquid. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the areas where the foreign material was detected, and it is unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.